Event description:
Ophori, o., ballestas, e.; martinez-arizala, a. Poster 375: dorsal column dysfunction following revision of spinal cord stimulator. Pm <(>&<)>r 2013:5(9s):s268-s269 summary: case report of one 29-year-old male patient with chronic back pain and left lower extremity pain that did not have sensation and could not void following a spinal cord stimulator (scs) replacement surgery. This case highlights an infrequently seen type of spinal cord injury and this is the first reported case of pure dorsal column defect following spinal cord stimulator placement. Reported event: one 29-year-old male patient with chronic back pain and left lower extremity pain did not have sensation and could not void following a spinal cord stimulator (scs) replacement surgery. It was noted that the patient was able to move the lower extremities. The reporter stated that an initial neurological exam demonstrated mild proximal weakness in the lower extremities, diminished sensation to light touch, and absence of vibration and proprioception from t12 distally. It was noted that a CT scan performed with and without contrast on the same day postoperatively demonstrated no evidence of hematoma or abnormality to explain symptoms. The reporter stated that review of the intraoperative monitoring of the spinal cord which included somatosensory evoked potentials (seps) and motor evoked potentials (meps) did not disclose any abnormalities. The reporter stated that on subsequent examinations, the patient evolved deficits compatible with a posterior cord syndrome. The patient reportedly underwent intense inpatient rehabilitation in the spinal cord injury unit and was able to regain full strength in his lower extremities bilaterally. However, the patient reportedly had no significant improvement in sensation including light touch, vibration and proprioception at 23 days post op. The reporter stated that this case was an infrequently seen type of spinal cord injury of pure dorsal column defect. Further information has been requested; a supplemental report will be submitted if additional information is received. See attached literature article.

Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Concomitant medical products: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead (B)(4).